Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during preparation of the angio-seal device, the bypass tube was detached from the carrier tube tip and the anchor was already exposed when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device to achieve hemostasis. The procedure before deploying the device was a pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There was no blood loss. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section and to provide the completed investigation results. One 8fr angioseal sts plus device was returned for evaluation. The carrier tube assembly was returned along with a partially opened aluminum foil pouch. Visual inspection of the carrier tube assembly revelaed that the bypass tube was completely removed from the main body of the carrier tube and the anchor and the swollen collagen were exposed. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that digital pressure was placed on or near the bypass tube deforming the aluminum around the bypass tube. Upon incompletely opening the pouch and pulling on the carrier tube hub, the bypass tube became dislodged from its manufacturing position and remained ensconced within the pouch. However, the exact cause of the reported event cannot be definitively determined. The IFU for angioseal sts stresses the need to properly open the polyfoil pouch by stating, "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device."

Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.